Manufacturer narrative:
Customer care made multiple attempts to obtain additional information; however, the user declined to provide further details. Per review of the data management system, the user was actively using the system with up-to-date information at the time of complaint review. Based on the information available, the hospitalization was determined to be unrelated to the device, and no device-related investigation was required.

Event description:
On march 13, 2026, senseonics was made aware of an incident in which the user reported that they would be hospitalized for an extended period of approximately six weeks. The user did not provide specific details regarding the reason for the hospitalization and stated that the event was not related to diabetes, glucose measurements, or use of the system.